Event description:
Pt with history of crohn's disease status post chest wall port catheter placed in the left chest. Most recent documented use 5/03. Pt complaint on arrival of inability to infuse medication via port on recent outpt visit with positive extravasation into soft tissue. Under fluoroscopic guidance it was noted the catheter was broken and had migrated inferiorly into the brachiocephalic vein and superior vena cava and right heart. Its most distal tip lies at the junction of the right atrium and right ventricle. The pt underwent procedure for retrieval of catheter pieces. The pt tolerated the procedure well and there were no immediate complications encountered. The pt then transfered to the operating room for removal of the proximal groshong catheter and reservoir. The pt tolerated the procedure well.